Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges acetabular cup loosening and detachment, creation of metallic debris, elevated metal ion levels, pain and inhibition of the ability to walk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes as4e81000 and 2163933. A search of the complaint database finds additional reported incidents against lot code 2164133 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Collected: (B)(6) 2013. Cobalt: 11.6mcg/l. Chromium: 21.9mcg/l.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/18/15-pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. A revision note for the opposite hip ((B)(4)) indicated high metal ions levels. There was no mention of cup loosening.

Manufacturer narrative:
Manufacturing location correction. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metallosis. Doi: (B)(6) 2006, dor: none reported (right hip).